Event description:
It was reported that during the follow up appointment, the cardiac resynchronization therapy defibrillator (crt-d) battery longevity status bar was gray after interrogation, indicating low battery voltage. It was noted that the remaining longevity displayed question marks. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 3830 lead implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.